Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that may contribute to stent fractures/breaks out of the package include, but are not limited to, processing and/or handling in manufacturing, and handling during preparation for use. To help ensure this type of event is not the result of a product deficiency, all stent delivery systems are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. Return device analysis noted blood on the balloon and shaft, which is consistent with handling. The stent implant was stationary on the balloon between the markers. The broken stent was not confirmed, as no damage was noted to the stent. The account was contacted to determine if the incorrect product was inadvertently returned. The response indicated that the complaint device was returned. The physician believed the stent was broken, but was not sure. There was however, a kink in the hypotube (bayonet) at the proximal end of the guide wire exit notch. Since this damage was not originally reported in the case description, the shaft likely bent from further handling after the procedure as the device was packaged for shipment back to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for stent damage or kinks/bends. There is no indication of a product quality deficiency.

Event description:
It was reported that during unpackaging of the rx vision stent system, it was noted that the stent was broken. The stent system was not used and there was no patient involvement. A multi-link vision stent system was used to successfully complete the procedure. There was no significant clinical delay in the procedure. No additional information was provided.